Event description:
Pharmacy called on customer behalf. The wheel connection snapped off and the patient went over the unit and fell onto the concrete. He did go to the hospital for medical attention as he hit his face on the concrete. When he fell over the rollator he busted his lip and it did require stitches, unsure of how many, end user did not state.

Event description:
Device was returned for inspection. Inspection results: the left bottom side of the chair is completely broken off, the entire sides are covered in rust. The serial number is not eligable on the chair, I was able to locate serial # on the carton box it was returned in. The entire bearing on the wheel that is broken off is completely full of rust along with the screws/washers. Where the logos normally are located they are all scratched off including serial number. As I was putting together the chair there were pieces of paint/rust coming off. Looks to have water damage as the rust is completely submerged the entire product. Does not look like this chair was stored properly. The bar did not have any tabs to click into place, was able to fit in but not all the way through.